Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net on (B)(6) 2020 with suspected myopotential over-sensing on their implantable cardioverter defibrillator's right ventricular channel. Patient came in to the clinic for reprogramming on (B)(6) 2020. Patient was stable after the event.